Event description:
Unsuccessful attempt at opening up spontaneous dissection of mid left renal artery. One stent partially deployed in aorta and cold not be extracted. Recommendation: life long plavix.